Event description:
The customer reported the support arm of the cart has a damaged elbow. No patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The remote service engineer provided the customer with the part number for the support arm.